Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 18.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to residual refractive error/unexpected post-operative refraction. There was no incision enlargement and no patient injury. The replacement lens was a lens made by a different manufacturer. There were also no complications and the patient has recovered. The explanted lens is noted to be lost/discarded. No additional information was provided.